Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited high current drain. The device was reprogrammed and high current drain was still suspected. No further invention was performed. The patient would continue to be monitored.